Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the clevis pin was swaged incorrectly and fell out of the distal clevis. The clevis pin was not returned. No other damage was found. The reported complaint of screw coming out of the instrument does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the clevis pin swaged incorrectly found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci myomectomy procedure, the single site crocodile grasper instrument had a screw coming out at the wrist of the instrument. For this reason, the site was not able to remove the instrument from the trocar and had to remove the trocar with the instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.